Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, dianeal and extraneal therapies were withdrawn and the patient was switched on to hemodialysis temporarily. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. The cause of the peritonitis was not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The devices involved in the incident were unknown. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12f21058 and h12g09010. An exception was noted for these batches but the exception is not related to the reported event. A batch review was conducted for potentially associated lot numbers: h12c27078, h12d23075, and h12e29053. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.